Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and since the malfunction code did not recur post-reset, the customer was advised to continue using the pump. The customer was also instructed to contact support again if the issue reappeared, and they acknowledged this guidance.